Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the portion of the catheter containing the hubs was detached and not returned for evaluation. The catheter was examined. An 82.5cm segment of the outer catheter was returned detached. The portion of the catheter containing the hubs appeared to have been cut off the catheter. One side of the outer catheter segment was stretched in appearance, likely indicating retraction problems. The polyimide was exposed outside of the bsc retrieval device. The balloon was bunched and was returned stuck within the distal end of the bsc retrieval device. The distal tip was present on the balloon. The terumo introducer sheath tip was examined under microscopic magnification (12.5x) and was observed to be flared, likely indicating retraction issues. The unknown introducer sheath tip was examined under microscopic magnification (12.5x) and was observed to be flared, likely indicating retraction issues. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the sample condition, the investigation is confirmed for a balloon detachment, catheter detachment, and sheath retraction problems. The investigation is inconclusive for a circumferential balloon rupture, as the balloon could not be removed from the retrieval device due to the poor sample condition (i.e. Balloon severely bunched and bloody). Per the reported event details, the balloon ruptured on the first inflation within a stent. Therefore, there may have been an interaction with the stent and balloon which contributed to the balloon rupture. It is likely that the balloon rupture contributed to the retraction issues and balloon detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured (atm unknown) during the first inflation while treating the left subclavian vein. During retraction of the catheter through the introducer sheath, the balloon detached from the catheter shaft. A cutdown was performed to remove the detached balloon from the vessel. There were no reported adverse clinical consequences.